Manufacturer narrative:
(B)(4). The suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (transducer fault alarm and motor fault alarm). At this time, it is unknown if there was any patient involvement associated with the reported malfunction. The customer performed a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing the main printed circuit board (pcb).

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. The service technician powered on in user mode where the device failed to cycle with a transducer fault. Bench testing revealed that the solenoids are slow to respond.